Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was dropped and the screen went black. Reportedly, the pump became unresponsive. After charging the pump for an hour, the pump still would not turn on. Customer's blood glucose was 149 mg/dl. Customer confirmed that an alternate method of insulin delivery was available.